Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the event of peritonitis which warranted hospitalization. The etiology of the event is unknown; therefore, causality cannot be determined. However, those persons undergoing pd therapy are known to be at high risk for developing peritoneal infections. Based on the information available, the liberty select cycler can be disassociated from the event as there is no evidence or indication a fresenius product(s) and/or device(s) caused or contributed to a serious adverse patient event (severity of s3, s4 or s5). In addition, there is no allegation of a machine malfunction or of the machine failing to perform as expected in relation to the event. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Checked required intervention the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2018, a (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called technical support requesting assistance with a ¿patient line is blocked¿ soft alarm (resolved, bypassed drain 0). During the call it was discovered the patient was recently diagnosed with peritonitis (specifics not provided). During follow-up on (B)(6) 2018, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the diagnosis and reported the patient was treated outpatient with vancomycin (route, dosage, frequency and duration not provided). The pdrn reported the offending organism was unknown, and no cause was provided. The patient reportedly continues to perform ccpd therapy and is recovering from the event. Subsequent attempts to obtain additional information have thus far proven unsuccessful.